Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Initial observation shows there is a fracture in the peek portion of the spacer and shows some separation from the titanium plate. Some material deformation was found around the screw holes on the titanium plate and the blocking screw, as well as on the underside of the blocking screw. No pre or post-operative images could be provided. Based on the available information, no determinations could be made as to the exact cause of the reported issue.

Event description:
It was reported that one screw of the coalition cage had migrated. Original surgery date was (B)(6) 2017. The implant was removed (2 screws and 1 cage) and replaced with zero p (4 screws and cage).